Event description:
The email received for the study indicated that, there was angioguard malfunction - retrieval difficulty, unable to remove angioguard guidewire. The defect occurred during retrieval into the capture sheath. Additional information was received that the prepping of the equipment and utilization was proper and on the initial attempt to remove the filter, the filter retrieval catheter was hitting the stent struts; hence this was withdrawn and the same 5.0 x 20.0 balloon was utilized to inflate in the carotid bulb area once again at 16 atmospheres. Following which they were able to cross the stent and retrieve the basket. This patient was asymptomatic at the time of the procedure. Pre and post-procedure medications were not documented. The target lesion were the proximal and ostium of the basilar internal carotid with 80% stenosis of 10mm in length in a 7.0mm reference diameter. Vessel tortuosity was not documented. Qualitive calcification was moderate. Pre-dilatation was not documented. An angioguard distal protection device was used and deployed. There were technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A 30x9mm precise stent was deployed for treatment of the target lesion. There was no malfunction of the stent. The procedure was completed and the patient left the angio suite neurologically intact. Maximum ck was 202 and the maximum upper limit was 200. Maximum ck-mg was 5.3 and the maximum upper limit was 7.0 ng/ml.

Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 7. The patient's fill volume was 1000ml, the drain volume was 1887ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On 18 of march, product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, false empty detect and use error clinician inappropriately set minimum drain volume % setting too low. The nurse indicated she was aware of the low minimum drain volume setting. The nurse stated she has to keep it low because the patient has a very small day fill and the caregiver (cg) would always get alarms and have to bypass. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information including the lot number is not available. Information received from the study indicated that the physician encountered withdrawal difficulty of an angioguard after deployment of a precise stent. The patient's medical history is significant for hyperlipidemia, coronary artery disease and hypertension. The lesion was the ostial to proximal left internal carotid artery, described as moderately calcified and 80% stenosed. The angioguard was deployed without difficulty followed by the deployment of a 9mm x 30mm precise stent. The lesion was not pre-dilated and there was no resistance felt upon deployment of the precise. Pre the physicians dictation, the prepping of the equipment and utilization was proper and on the initial attempt to remove the filter, "the filter retrieval catheter was hitting the stent struts; hence this was withdrawn and the same 5.0 x 20.0 balloon was utilized to inflate in the carotid bulb area once again at 16 atmospheres. Following which they were able to cross the stent and retrieve the basket. The IFU suggests pre-dilating the lesion using standard pta techniques, where appropriate, and to post-dilate the stent if incomplete stent expansion exists. The sterile lot number for the device is unk, therefore, a device history report review could not be conducted. Angioguard retrieval difficulty is a known potential adverse event associated with implanting carotid stents. Review of the available information suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the event.

Manufacturer narrative:
Additional information was received that the vessel treated was updated from the ostium to proximal left internal carotid artery to the proximal left internal carotid artery. However, no further changes will be made to the previously submitted conclusion and no further reports will be forthcoming.